Manufacturer narrative:
Philips service replaced the hard disk and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system boot process failed, and flexvision pc diagnostics were performed on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.